Event description:
Protective IV catheter failed and caused needle stick on disposal. Rn was starting pt's intravenous with #18 gauge 1 1/4" protective plus catheter - johnson&johnson. States withdrew introducer needle into needle guard and heard "click" to engage safety device. Needle guard did not completely cover introducer needle resulting in a needlestick injury while disposing of the unit. The needlestick injury required medical treatment.